Manufacturer narrative:
G4: 06mar2020. B4: 10mar2020. The biomedical engineer replaced the user interface assembly to address the issue and the software has been upgraded to 2.10 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27may2020. B4: 04jun2020. Failure analysis on the returned user interface (ui) assembly shows that the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported that the display is dim. The customer contacted product support and discussed 1st gen liquid crystal display compared to the 2nd. The customer also discussed upgrading a 1st gen lcd vs purchase of 2nd gen. Product support provided part ID and 2.10 software. The customer reported that the unit was not in use on a patient.